Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, a most likely cause is as described in the event description. The recommended setting in the user's guide for knee arthroscopy is 35 mmhg but the surgeon asked that the pump be turned up to 60. It is also reported that the pressure reached as high as 68. Another most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided or by the end user disconnecting and reconnecting the tubing from the pump or spiking the saline bags in the incorrect order. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Risk manager will not release device.

Event description:
It was reported in a medwatch that during a knee scope procedure, the patient`s knee became tight and was swollen due to the high pressure from the pump. It was stated that the pump setting was at 35, the physician asked that the pump be turned up to 60. The device was connected to a suction port. The pump reading was 900ml/min and the pressure was at 68. The patient is having ongoing issues of pain and discomfort from the knee to the groin area and is still being treated. Due to (B)(6), no more information will be provided at this point. Account will not release pump.